Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-may-2026, a sales representative reported via email that an ar-9561-30p univers revers modular glenoid system central post (30 mm) would not seat on the baseplate. The issue was identified during a procedure on (B)(6) 2026. A replacement device was used to complete the case. No patient harm was reported. Additional information was received on 27-may-2026: the procedure performed was a reverse total shoulder. The baseplate was not implanted prior to attempting to seat the central post. The central post did not engage the baseplate; seating was not achieved. A different central post was used with the same baseplate and seated successfully. The same product part number was used to complete the case. No surgical delay occurred. No additional anesthesia was administered.